Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device recorded a code 1003 pre-implant. A code 1003 is indicative of battery voltage too low for the projected remaining capacity. The sterile packaging was opened but the device was not implanted. There were no adverse patient effects as the device was not used.